Event description:
The lead segment was returned to the manufacturer after being explanted due to a system upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: product ID: sdr303b, implantable pulse generator (ipg), implanted:(B)(6) 2007. Product ID: 5068, implantable pacing lead, implanted: (B)(6) 1997. (B)(4).